Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 45 (mg/dl) for the last week. Customer consumed glucose tablets and juice to treat their bg levels; however, customer went to the hospital on (B)(6) 2016 after experiencing the multiple low bg levels. Reportedly, the customer was admitted for low bg levels and diabetic ketoacidosis (dka); however, at the time of the arrival, the customer reported a bg value of 130 (mg/dl) with dka. Customer reported that they received multiple occlusion alarms prior to being admitted to the hospital, and reported a loss of connection with their continuous glucose monitor; however, no additional information was provided. While in the hospital, customer was treated with intravenous insulin, potassium. Against medical advice, customer was released on (B)(6) 2016. Customer reverted to insulin injections for diabetes management. Although requested by tandem technical support, customer declined to upload their pump data for review. Recommendation was made to consult with their health care provider to discuss diabetes management. During follow-up with the customer, the customer's tandem clinical diabetes specialist reported that the customer had been taking invokana in the past, and is currently taking metformin.